Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Info provided is based on photographs, further info from the distributor, and simulations. Results: a photograph showed a pivot securing nut made by the hospital. The original nut said to have broken was discarded. Other photos of another warmer showed the pivot washer missing. Simulations of rotating the warmer head with and without the pivot washer showed the pivot securing nut to overtighten and break when rotating the head clockwise without the pivot washer. The heads can rotate and the hospital do this. Conclusion: the infant warmer head is assembled onto the warmer column at the hospital. To secure the head a pivot washer, nut, and locking glue are applied as described in the installation instructions. It is possible the pivot washer was omitted during production; however, this should have been detected during the installation. Or the pivot washer may have been accidentally omitted during installation by the technician or distributor, leading to the polyester nut breaking. We requested to the distributor to reinspect the warmers at the hospital and complete the installation check list which they did. The (B)(4) distributor did not respond to our requests to confirm the missing pivot washer. The detaching head related to pivot washer is known to have occurred in 2 infant warmers and only from this hospital.

Event description:
A hospital in (B)(6) reported via our distributor that the heater head on a iw933 infant warmer had its pivot securing nut break during use approx one month earlier from when the hospital reported it to the distributor. The nut holds the heater head onto the warmer column and as a result the head detached. No pt consequence was reported.